Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) is implanted with two percutaneous leads from the same lot. It was reported the pt requests explant of his therapy system to facilitate an MRI. The pt claims a lack of efficacy following a fall and has declined offers of reprogramming.